Event description:
The lay user/patient contacted lifescan on september 15, 2006 and alleged that her one touch ultra meter (patient could not see serial number-stated it was "rubbed off") was reading inaccurately erratic. The medical affairs specialist (mas) was not able to reach the patient after several attempts via phone. The mas reviewed the recorded telephone call in order to classify the case. The patient reported that in 2006, the patient took 35 units of humalin 70/30 insulin instead of 20 units due to a high result (she did not provide her blood glucose result, or her sliding scale insulin regimen). At 1:17am (on the event date), the patient woke up feeling sweaty, hot and shaky. She tested with a result of 71 mg/dl. She ate a peppermint and retested with a result of 115 mg/dl. The patient also reported two other test results of 505 mg/dl and 123 mg/dl, performed within 10 minutes of each other. However, it is not clear as to when these tests were performed. At the time of troubleshooting, it was verified that the meter was set in the correct unit of measurement (mg/dl). However, it was discovered that the test strips were redirected and that the patient was storing 100 test strips in one vial (placed test strips from 2 different vials of the same lot # in one vial). The patient did not have any control solution and therefore, a quality control check could not be performed. This complaint is reported because the patient administered extra insulin due to a high result (result not provided) and woke up experiencing low symptoms. Based on statistical methodology, the calculated difference of the precision test results reported (results of 505 mg/dl and 123 mg/dl), performed within 10 minutes of each other, these results exceed the expected value of <=20% and/or <=20 mg/dl. A replacement meter, control solution, and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.